Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that her son was hospitalized on (B)(6) 2012 with a diagnosis of dka. The reporter stated that the patient's blood glucose (bg) began running high on (B)(6) 2012. The patient's mother stated she did several site/set changes as well as changing the cartridge and vial of insulin but the patient's high bg did not resolve. The reporter stated that on (B)(6) 2012 the patient obtained a bg of 500 mg/dl with symptoms and was taken to the hospital where he was admitted. The reporter informed customer support that the patient was discharged on (B)(6) 2012 on an injection plan. At the time of the call, customer support noted that the reporter did not have the subject pump available for review. The patient's mother reported that her and the patient's endocrinologist agreed that the pump had to be replaced. The reporter stated there were no programming errors or cause for high bg found. Customer support requested the reporter to call back with the subject pump available for review. The reporter did not call animas back. Customer support made several attempts to reach the reporter; however, were unsuccessful in their attempts. This complaint is being reported because the patient reportedly was hospitalized for dka while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the high blood glucose excursion.

Manufacturer narrative:
Follow up #1 submitted: 01/31/2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed a replace cartridge alarm on (B)(6) 2012 at 03:11 that was not confirmed by the user until (B)(6) 2012 at 06:30 and the pump was not primed again until (B)(6) 2012 at 08:23. Insulin delivery was not resumed until (B)(6) 2012 at 08:36. On testing, a "replace cartridge" alarm was successfully duplicated and the pump gave the appropriate message and the proper sound and vibratory warning. A 10 unit audio and normal bolus was successfully performed and accurately recorded in the history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the inaccurate delivery complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.